Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following predilatation with a 2.5 x 15 emerge balloon, a 2.75 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. The device failed to cross then lesion and the stent wire was damaged in the process. The procedure was completed with another of the same device. No patient complications were reported.